Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 2 months after the dental implant was placed in ada site 10 in the mouth, the implant had not achieved osseo- integration in type ii bone. Clinician reports pain, bleeding, and inflammation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device was not received by manufacturer. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that over 2 months after the dental implant was placed in (B)(6) site 10 in the mouth, the implant had not achieved osseo- integration in type ii bone. Clinician reports pain, bleeding, and inflammation. There were no reported post-operative complications. (B)(4)